Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The report was posted on social media, and no patient or reporter follow up could be performed. On the day of the event, the cgm reading was "urgent low". No alert was received for this. The patient stopped treating with insulin during the night based on the cgm reading. The next day the patient went into a diabetic ketoacidosis state, and was brought to the hospital. No further event details were available, and no specific treatment was reported. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.